Event description:
Related manufacturer reference number: 2017865-2024-00659. It was reported that the patient's right ventricular lead and atrial lead exhibited noise over-sensing. Both leads were explanted and replaced. The patient was stable.